Event description:
It was reported that during reaming for an augment, the tip of the reamer driver sheared off into the augment reamer. During intra-operative preparation, while the surgeon was reaming for an augment, the off-axis reamer tip fractured and remained within the augment reamer assembly. The surgeon had completed the reaming portion and was able to finish the case as planned. There was no known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the reamer driver returned shows signs of use with galling/discoloration on the shaft. The distal end of the reamer driver has fractured of inside the augment reamer and remains lodged inside the reamer. The features of the fracture surface visually align with atorsional overload fracture failure mode. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Complaint is confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.